Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Establishment name: medtronic minimed street: 18000 devonshire street city: northridge state, province or territory: ca california country: united states of america post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026 as tape was not sticking. It was stated that the product was not adhered to as the patch peeled off after one day.